Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer declined to troubleshoot. The patient does not have lot number for sensors. The customer wad advised that we will reach out to them in 90 days to follow up and if any assistance is needed to contact the 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.